Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-oct-22, additional information was received from the manufacturer representative (rep) and confirmed with the healthcare professional (hcp). The cause of the patient's hospitalization was unrelated to the motor stall.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-oct-09, information was received from a manufacturer representative (rep) regarding a patient receiving an unknown drug via an implantable pump for non-malignant pain. It was reported the patient had an MRI (date/time not provided) but did not have the pump checked after the magnetic resonance imaging (MRI). The patient went in for a refill on the date of this call and the healthcare professional (hcp) checked the logs and saw there was a motor stall on (B)(6) 2025 and a "pump stop" on 2025-sep-01. The rep verified that the patient did not report symptoms of withdrawal and there was no alarm reported. On 2025-oct-10, additional information was received from a manufacturer representative (rep) regarding a patient receiving bupivacaine (unknown dose and concentration), dilaudid (0.4 mg/day) and clonidine (unknown dose and concentration) via an implantable pump for non-malignant pain. It was reported the patient came in for a refill on the 9th of this month. During interrogation, the healthcare professional (hcp) noted a motor stall event in the pump logs. Upon review, the rep identified that the stall was associated with an MRI-related motor stall, and the logs indicated that the stall had recovered. The hcp, however, initially believed the patient was not receiving medication, and therefore changed the drug concentration and performed a bridge bolus with the intent to increase the patient's dose. Following this, the provider wanted to know whether it was possible to cancel the bridge bolus and return the pump to its original programmed state. Tech services reviewed the event details and confirmed the situation with the caller. It was explained that cancelling the bridge bolus would result in a faster flow rate. The flow rate and calculations were reviewed with the caller, and email correspondence was sent with rate calculation guidance for provider's reference. Tech services advised the hcp to contact tech services again if additional clarification or assistance was needed. Additional discussion; the caller also inquired about a possible catheter access port (cap) aspiration and whether it was worth further discussion. Tech services explained that without knowing the previous concentration or dose, it would be difficult to interpret the cap findings. The caller stated that they would follow up with that information and have the hcp call back to continue discussion. Conclusion; all parties were kept informed of the situation. Caller and hcp were advised to contact tech services once prior drug concentration and dosing details were available for further review and programming assistance. On 2025-oct-10, additional information was received. The rep and hcp called in for more questions regarding the pump status and questions on telemetry state. The caller stated that they aren't certain the day of the MRI, they were still trying to locate that information, but it was around that time. The caller stated that they did access the reservoir and confirmed the volume was expected. The caller stated that the patient was in the hospital, "so she is not reliable if the pump was alarming or not". The caller stated the hcp interrogated the pump today (2025-oct-10) and saw there was a motor stall recovery yesterday when the pump was interrogated.